Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_pump, product type: pump. Product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_pump, product type: pump. Product ID: neu_unknown_pump, product type: pump. Product ID: neu_unknown_pump, product type: pump. Product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_pump, product type: pump. Product ID: neu_unknown_pump, product type: pump. Product ID: neu_unknown_pump, product type: pump. Product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_pump, product type: pump. (B)(4).

Event description:
Hayek, s.m., veizi, e., hanes, m. Intrathecal hydromorphone and bupivacaine combination therapy for post-laminectomy syndrome optimized with patient-activated bolus device. Pain medicine (malden, mass.). 2015:pii pnv021. Doi: 10.1093/pm/pnv021. Summary: the purpose of this study was to evaluate the efficacy of using a rigorous treatment algorithm for trialing and implanting intrathecal pumps with hydromorphone and bupivacaine in managing a more homogeneous population of post-laminectomy syndrome or failed back surgery syndrome (fbss) patients. Reported events: patients underwent diagnostic catheter contrast studies (pumpograms) after experiencing inadequate pain relief. Three patients were found to have migration of the catheter outside the intrathecal space. A surgical revision was performed. Patients underwent diagnostic catheter contrast studies (pumpograms) after experiencing inadequate pain relief. Three patients were found to have puncture of the catheter with leakage of contrast outside the intrathecal space. A surgical revision was performed. Patients underwent diagnostic catheter contrast studies (pumpograms) after experiencing inadequate pain relief. Two patients were found to have a catheter kink with obstruction of flow. A surgical revision was performed. Patients underwent diagnostic catheter contrast studies (pumpograms) after experiencing inadequate pain relief. One patient was found to have a catheter kink with obstruction of flow and focal puncture of the catheter. A surgical revision was performed. Three patients experienced superficial wound dehiscence at the pump site. The patients had successful superficial wound revisions without pump or catheter manipulation. One emaciated patient with post-fusion scoliosis experienced superficial wound dehiscence over the anchor site. The patient had successful superficial wound revisions without pump or catheter manipulation. Four patients experienced post-operative wound infections at the pump implant site leading to system explant with subsequent re-implant in three patients (the other patient was immunocompromised and was not re-implanted). One patient developed an infection following a pump refill procedure and was explanted and subsequently re-implanted. One patient developed a pump infection from disseminated percutaneous gastrostomy tube infection. The offending organism was (B)(6). The patient was explanted and not re-implanted. One patient was found to have an intrathecal catheter tip granuloma and was explanted and not re-implanted. Three patients were found to have an intrathecal catheter tip granuloma, and after a period of saline infusion those patients underwent catheter revision to a lower vertebral segment with infusion of low-dose fentanyl (50 mcg/ml) and bupivacaine (30 mg/ml). Six patients experienced motor stalls that necessitated urgent pump replacement. One patient experienced a post-dural-puncture headache. A blood patch was performed on the patient with resolution of the symptoms. One patient experienced a volume discrepancy. The pump was explanted. One patient underwent an anchor revision. One patient underwent a pump reservoir revision. Follow-up was being conducted to obtain patient identification, device information, event dates, diagnostics/troubleshooting performed, cause of the motor stalls, cause of the puncture of the catheter, cause of the anchor revision, cause of the pump reservoir revision and cause of the volume discrepancy. If additional information is received, a follow-up report will be sent.